Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that pump is losing helium and has system error #8 alarms. Attempts were made to the customer regarding additional information, however the customer did not return our requests. If additional information is received, the complaint file will be updated.

Event description:
It was reported that pump is losing helium and has system error #8 alarms. Attempts were made to the customer regarding additional information, however the customer did not return our requests. If additional information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). Returned for investigation was an ac3 helium regulator assembly. The sample was returned in a brown cardboard box. Visual inspection of the helium regulator assembly was performed and the o-ring was noted to be missing. No other abnormality was noted. A lab-inventory o-ring was placed on the helium regulator at the location of the missing o-ring. The helium regulator assembly was installed into a known good ac3 and functional testing was performed. The pump started up successfully. Pumping was initiated. The leak test was performed and failed. The helium regulator assembly was removed from the iabp for further testing to locate the source of the leak. A leak was noted at the 1st stage pressure regulator. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "pump is losing helium" is confirmed. The returned helium regulator failed the leak test. During the complaint investigation, a leak at the 1st stage pressure regulator was found. Based on a review of the device history record (DHR), the product met specification upon release; however, the received product did not meet specifications during the complaint investigation due to the leak. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.